Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and confirmed the reported phenomenon. Since there was no irregularity for the manufacturing history (DHR) of the subject device (which like it had passed the water leakage check and had been shipped with no abnormality in watertightness), it was considered that this malfunction was not caused due to its manufacturing. Also since it could see that there were the scratches on the distal end of the subject device, it surmised that it might have got impact with hitting the distal end by the user handling. Omsc surmised that those matters might have been caused this malfunction. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that there was the leakage from the distal end of the subject device. The subject device was returned to the omsc for the further investigation. Omsc checked the subject device and found that there was the gap of the adhesive on the distal end. There was no patient injury associated with this report.